Event description:
Customer reported insulin leak from the back of the reservoir and stated that they have been experiencing high blood glucose readings. Customer also reported that the insulin pump was exposed to moisture in the past. Self test was performed and passed. Customer's current blood glucose reading is 311 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.